Manufacturer narrative:
(B)(4). Attempt has been made to obtain missing information; however, to date no response has been received . All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) model number (B)(4) 16.0 diopter was explanted. No further information provided.

Manufacturer narrative:
Additional information provided by customer: if implanted; give date: 11/14/2017; if explanted; give date: 11/21/2017. It was reported that there was no injury, suture, vitrectomy, and incision enlargement required. Patient is doing fine post surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.